Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 15 alarm/e/a alarm unspecified/low suspended alarm found on (B)(6) 2021. Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15 alarm or e/a alarm unspecified noted during testing. The test guardian link with the watertight tester communicates properly to the pump. Pump programmed with sensor glucose value of 13mmol/l and registered properly in the summary history or graph noted. No unexpected low suspend alarm during testing. Successfully downloaded history files and traces using thump. Multiple low suspended alarm found in the pump diagnostic trace before the event date ((B)(6) 2021) and pump error 15 alarm on (B)(6) 2021 at 12:17:22 o'clock. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case. Pump error 15 alarm was not confirmed during testing. However, pump error 15 found in the insulin pump diagnostic trace. E/a alarm unspecified was not confirmed. Unexpected low suspend alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they indeed finds pump error but there was no number. No harm requiring medical intervention was reported. The device will be returned for analysis.